Manufacturer narrative:
G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ tubes, one (1) tube was found to be cracked. There were no health impacts or consequences reported for the patient or the user.

Manufacturer narrative:
The following fields were updated due to additional information: b5. Describe event. H.1 imdrf annex a code. Investigation summary: bd received 1 photo for investigation which show 2 tubes with a crack along its side. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode damaged tube. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ tubes, one (1) tube was found to be cracked. There were no health impacts or consequences reported for the patient or the user. New information: based on the received picture, it was confirmed that two (2) tubes were found to be cracked.